Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The customer reported that the system would not turn on. No further information regarding the issue has been provided. No service has been performed by philips as the case was cancelled by the customer and the quote has been followed up in another case ID. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.